Event description:
It was reported that the user experienced recurrent elevated blood glucose readings shortly after changing ilet infusion supplies, and troubleshooting identified that the user had not been attaching the cartridge/infusion set tubing to the connector prior to inserting it into the pump; the user was instructed to attach the tubing to the connector first and then insert the assembly into the pump. Symptoms included hyperglycemia with a blood glucose level of .401 mg/dl. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique error related to device setup. It was concluded that the device functioned as designed and that user technique was the likely cause of the reported hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.